Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 5.3, lab: 3.98. Caller also stated that a collegue had same issue with a different patient last week.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inr: 5.3, lab: 3.98, mean: 4.64, confidence limits: 2.6-6.9. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Products associated to the complaint were not returned. Patient condition and treatment may affect test result. Second patient, no data provided. Discrepant result complaint does not include direct data comparisons between inratio and another system, or replicate data points with inratio. Product deficiency not established. No further investigation required. No further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.